Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button part of the insulin pump was bulged and the pump has a noticeable bulked part on the keyboard. The customer's blood glucose value was 175 mg/dl. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a button. Customer stated that pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.